Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on (B)(6) 2021, when the system was powered up, the power manager reported two 'supply voltage failure' errors. Most likely the first supply voltage failure caused the next error to occur. The first error indicated the battery voltage was 26.364 volts direct current (vdc). Since the battery voltage was high, the software automatically disabled the battery charging circuit and displayed a 'battery cannot be charged' message to the user as described. This was corrected when the system was power cycled. This was a one time occurrence in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, based on the log data, it appeared that the battery test failed at power up and there was no issue with the power supplies. Per the user facility's biomedical technician, the unit was power cycled multiple times and no errors occurred again.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery cannot be charged: back-up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2021, the team experienced a problem with the hlm whereby they received a message 'battery cannot be charged: back-up may not be available'. There was no blood loss, no equipment change-out, and the case was completed successfully with no delay.